Manufacturer narrative:
Updated fields : b4, e1 (event site email), g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11 corrected fields: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported it was likely due to a faulty high pressure transducer. The customer declined to go though with the repair therefore the unit is unfunctional.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine checks that the cs300 intra-aortic balloon pump (iabp) was experiencing a helium gas leak from the internal tank. No patient involvement was reported.